Event description:
It was later reported that a dye study was performed and it was found that the catheter had migrated and some of the medication may have been delivering subcutaneously. The patient was referred for a revision. The pump was replaced due to end of service (eos). There were no pump issues. The catheter was revised. As of (B)(6) 2013, the device system was used to deliver dilaudid 40mcg/ml at 14.985mg/day, morphine 40mg/ml at 14.985mg/day and compounded baclofen 275mcg/ml at 103.02mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a dye study in (B)(6) 2013 found the catheter not working properly. Per the reporter, during surgery it was noted the catheter was not connected properly. Additional information has been requested, but had not been received as of the date of this report. The pump was used to deliver baclofen, dilaudid, and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. (B)(4).